Event description:
On unknown date in (B)(6) 2011, the patient underwent aneurysmectomy of a mycotic aneurysm of the left common iliac artery (cia). Omentum placement and a cross over f-f bypass were also performed. On (B)(6) 2012, the patient presented with a pain in the lower left abdomen. CT images showed an inflammatory pseudoaneurysm at the anastomosis of the left ciia. Three gore® excluder® aaa endoprostheses (pxt231412/10062443, pxa230300/7672521, pxa230300/8220690, pxa230300/10021843) were implanted to repair the pseudoaneurysm in aui. Steroid was also administered to control the inflammation. On unknown date in (B)(6) 2012, the patient presented with a back pain. CT images showed the dilation of the proximal neck where the proximal end of the most proximal device (pxa230300/10021843) laid. On unknown date in 2012, a home-made stentgraft was implanted to treat the dilation. The patient tolerated the procedure.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in the patient population with inflammatory aneurysms. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.